Event description:
The reporter stated that the surgeon was attempting to insert a visian icl (implantable collamer lens) model micl 12.1mm and the lens flipped upon insertion, and was damaged upon removal from the pt's eye. No pt injury.

Manufacturer narrative:
Work order search. A visual inspection of the returned product shows a portion of a plate haptic is torn off and is missing. There is clear surgical residue on the lens. A lens serial work order search was performed for similar complaints and no similar complaints were found.